Event description:
On (B)(6) 2012, doctor first reported that the device was intermittent when the leads are pressed. Doctor suggests placing me tube. On (B)(6) 2012, after me tube placement device is still intermittent. On (B)(6) 2012, device was explanted. Doctor commented due to the condition of the anatomy the patient would receive little to no benefit from the implant. The ossicular chain was reconstructed with envoycem. Device was explanted on (B)(6) 2012 and returned on (B)(6) 2012. No patient injury other than revision surgery to replace device.

Manufacturer narrative:
The part is a standard is-1 bipolar connection.